Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that ventilator generated o2 concentration alarms and failed pressure transducer test during pre-use check. The gas module was replaced but no parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that ventilator generated o2 concentration alarms and failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).